Event description:
Caller reported having a boston scientific defibrillator / pacemaker removed (B)(6) 2009 in an emergency surgery. Subsequently she states a second boston scientific defibrillator / pacemaker was implanted by dr (B)(6). Caller states a diagnostic exploratory surgery was performed and the pacemaker was found to be rusted. The rust caused a toxic blood infection which the caller states has manifested into a massive weight loss, chronic yeast infections, and a generalized rash. Caller states this experience has cause an emotional, physical, and financial strain and would like some type of compensation.